Event description:
The representative reported the patient had their device removed due to an infection. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the patient first started experiencing the infection on (B)(6) 2015. The diagnostics performed related to infection was that the patient's device was explanted on (B)(6) 2015. The cause of the infection was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.